Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's pump had stopped due to thrombus confirmed by an echocardiogram (echo) and a left ventriculogram which showed no flow through the device. The power was elevated and the pt was in renal failure. The pt was not reintubated and had an intra-aortic balloon pump (iabp) in place. The pt later expired.

Manufacturer narrative:
According to the info provided to the MFR, the lvad was not explanted and will not be returned for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.